Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope was showing error e237 (scope error), when the scope was inserted, it blacks out; there was no image. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.